Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a lead impedance warning for high/undefined impedance as well as impedance spikes. The lead also had high thresholds and a fracture was suspected. The parameters on the lead were reprogrammed and a lead replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the lead was destructively analyzed in an attempt to find the source of the complaint; however, no anomalies could be attributed to the complaint at this time. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.